Event description:
It was reported the patient presented after a magnetic resonance imaging (MRI) scan. While reverting the pacemaker back from MRI mode, a telemetry break triggered the pacemaker to enter backup mode. The pacemaker was successfully restored. The patient was in stable condition.